Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The blood glucose level at the time of the incident was 50 mg/dl. Customer stated that they finished eating and their blood glucose was coming up. Customer was assisted in suspending the delivery. Customer stated they did not want any additional troubleshooting for low blood glucose event. The insulin pump will not be returned for analysis.